Event description:
A malfunction was reported on the pump by the caller, although no notable events preceded the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. After the reset, the malfunction code did not recur. The customer was instructed to contact technical support again if any malfunction codes reappeared, and the caller understood this guidance.